Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from initial reporter via medtronic field representative regarding an event happened during intra-op for a pre- operative diagnosis of patient with vertebral crush fracture at l5. It was reported that cement cartridges were filled partially. They found that the cement was hard to move to cartridges. Cement was remixed by using new product and case was completed successfully. It was mentioned that the cement was stored at proper temperatures before and during the procedure. There was a delay reported as a result of this event. There were no symptoms reported as a result of this event. There were no complications to patient/physician reported as a result of this event. Additional information received on 31-aug-2020: it was reported that there was approximately 3 minutes of time delay occurred as a result of this event. There were no further complications reported as a result of this event.